Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor is underway. The reported problem (response buttons) has been confirmed. Upon investigation the monitors rear response button was non-functional and the monitor was unable to power on. A root cause investigation is underway. Investigation underway. Awaiting completion of root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional. A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the rear response button cover was missing and the switch was contaminated. The cause of the inability to activate the monitor is the contaminated switch. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor. Device evaluation of monitor is underway. The reported problem (response buttons) has been confirmed. Upon investigation the monitors rear response button was non-functional and the monitor was unable to power on. A root cause investigation is underway. Investigation underway. Awaiting completion of root cause investigation. No adverse event resulted from the damaged monitor.